Manufacturer narrative:
The autopulse platform ((B)(4)) in complaint was returned to zoll for investigation on 09/04/2015. Investigation results as follows: visual inspection of the returned platform was performed which found that the front enclosure and bottom enclosure were damaged. The physical damage found during visual inspection is unrelated to the customer's reported complaint. The reported complaint was confirmed during functional testing as the lcd display was observed to be distorted upon power up. Functional testing was unable to be performed as a result of the display failure. The lcd display was replaced and the device was run for approximately 5 minutes and no user advisory or warning messages were observed. A review of the platform's archive was performed and multiple user advisory (ua) 12 (lifeband not present) messages were observed on the reported event date of (B)(6) 2015. The ua 12 messages are unrelated to the reported complaint. Based on the investigation, the parts identified for replacement were the front enclosure, bottom enclosure and lcd display. In summary, the customer's reported complaint of the autopulse platform's lcd display not displaying any characters was confirmed and the lcd was replaced. Unrelated to the reported complaint, review of the archive data also found multiple ua 12 messages on the reported event date. There were no device deficiencies found during investigation which could have caused or contributed to the ua 12 messages. Per the autopulse maintenance guide (p/n: 11653-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and the drive shaft can freely rotate after insertion. The physical damage found during visual inspection is unrelated to the reported complaint. These types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that during a shift check, when the customer turned the autopulse platform on, the lcd display was not showing any characters. The customer attempted to turn the device on and off, however the issue would not resolve. There was no report of any patient involvement. No further information was provided.